Event description:
The manufacturer received information alleging an issue related to a rental-dreamstation auto CPAP device's. There was report of patient death. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests.